Event description:
Medtronic (covidien) received the follow information through review of article ";switching strategy for mechanical thrombectomy of acute large vessel occlusion in the anterior circulation". Seventy-four patients that were treated with a solitaire fr device, 5/74 reports consisted of subarachnoid hemorrhage (sah) associated with dissection of the occluded vessel. 4/5 patients died as a result of this event, 1/4 had migration of the clot into the contralateral anterior cerebral artery. 21 /74 patients suffered intracranial hemorrhage. 4 patients had symptomatic hemorrhages. 7 case were reported to have hemorrhage at {24hrs and 24-48hrs. No additional information is available.

Manufacturer narrative:
Kang dh. Switching strategy for mechanical thrombectomy of acute large vessel occlusion in the anterior circulation. 2013 dec;44(12):3577-9. Doi: 10.1161/strokeaha.113.002673. Www.ncbi.nlm.nih.gov/pubmed/24021683. The devices were not returned for analysis. The lot history record review was not possible since the lot numbers were not reported. This report was created to capture the events that were related to the to the solitaire procedures. (B)(4). MDR # 2029214-2015-00415 was generated to capture the deaths.